Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator switches to standby mode. The device was in clinical use when the issue occurred. There was neither a delay nor medical intervention reported other than the swap ventilator due to this event. No patient or user harm reported. It was reported by the customer, that the device was switched to standby mode with removing a mask due to a treatment. After the treatment was completed, when pressing the restart button, it was observed that the device was soon switched to standby mode on its own, soon after the device restarted. It was reported that the trigger did not respond as there was no bias flow. The device was removed from service by the hospital staff. A sales representative visited the hospital and collected the relevant device. The alarm message was not confirmed, due to the absence of the concerned staff member. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue could not be duplicated. The se noted that the flow sensor assembly was replaced as a preventative measure. The device was checked, cleaned, and tested; the device was returned to service.